Manufacturer narrative:
Tracking #.57506/c. Device-b. Endopath stealth endoscopic/conventional circular stapler: based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received with several indentations present on the knife. Due to the damage to the knife, it appears possible that an attempt may have been made to fire the instrument across a hard object. However this could not be ascertained. The instrument was reloaded with staples and fired. It fired and formed all the staples without incident.

Event description:
It was reported by the rep. 6/8/1998 per the faxed pi it was reported the device was used during a sigmoidoproctectomy, bilateral oophorectomy. It was reported the surgeon attempted to create a distal line of transection on the rectum with the ax55g. When he fired the stapler and examined the staple line, the surgeon found that staples did not form properly. The surgeon fired the ecs29 to form the anastomosis, but found that the staple line did not reliably form. When donuts were checked, the tissue ring was not of uniform width. He oversewed both staple lines, adding 45 minutes to the case. The surgeon stated that he felt he did not use the instrument properly and asked the rep to re-familiarize him with the operation of the ecs instrument.